Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. A retained sample from the different lot was tested and was found to meet manufacturing specifications. There was no nonconformity or deviations during the manufacturing process, which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Initially, a consumer experienced burning, red eyes, and blurred vision when wearing the contact lens, which was cleaned with a contact lens care solution. The consumer failed to follow the instructions for use. The consumer visited an eye care professional and was diagnosed with a hemorrhage at an unknown location and in an unknown eye. The consumer was prescribed fluorometholone and rofecoxib at a frequency of three times a day until symptoms recovered. The eye care professional instructed the consumer to come again the next day. The consumer visited an eye care professional the next day and still had a hemorrhage. The eye care professional instructed the consumer to come next week. The consumer visited an eye care professional after three days of the onset of the event, and symptoms were improving. The consumer had deterioration in visual acuity. The consumer discontinued using eye drops, and the eye care professional did not instruct him to come again. The current status of the consumer¿s eye was symptoms resolved. Additional information has been requested but has not yet been received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).